Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the packaging only contains stem in vacuum sealed inner sterile barrier and patient labels. DHR was reviewed and no discrepancies relevant to the reported event were found. The product was likely conforming when it left zimmer biomet control based on the DHR review. It is unknown when/how the outer sterile tray went missing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sales rep noticed the implant was moving around in the box, and was questioning that movement, since most implants do not move around in the box. He broke the plastic wrap on the box to check to see what was happening. The implant was in a single sterile bag, and the white peel pack was missing. He pulled the implant, and did not allow it to be brought into surgery. Attempts have been made, and no further information has been provided.